Event description:
It was reported that during a percutaneous transluminal angioplasty, a guide wire detachment occurred. The 100% stenosis was located in the non-tortuous superficial femoral artery within another manufacturer's stent. The physician attempted to advance the pt2 guide wire into the restenosis, however, the pt2 became "stuck" behind the previously implanted stent and the distal tip of the pt2 detached. The detached wire did not embolize. The physician attempted to snare the detached tip however, these attempts were unsuccessful. The procedure was not completed due to this event. It was noted that the previously placed stent was not damaged nor did it migrate due this event. The physician also noted that "surgery would not have recommended regardless of the guide wire detachment." The patient was scheduled for a femoral popliteal bypass procedure. No further patient complications were noted and the patient's status is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.